Event description:
The pt received 3x18mm cypher stents to the left circumflex artery. Eight mos later, they experienced 95% in-stent stenosis (isr) of the stent. It was treated with balloon angioplasty only. Two years and two mos post index, the target lesion had ptca again after angiography. This pt was participating in the tropical study which call for treatment of an existing instent restenosis (isr). At eight mos post index, the pt was admitted for control angiography with angina type ccsi when the new isr was detected. Preprocedure medication was aspirin 100mg. The target lesion was 34mm, and the vessel was 2.9mm. Preprocedure stenosis was 95% and timi flow was 3. The restenosis was treated with balloon angioplasty. Post procedure stenosis was 0% and timi flow was 3. Post procedure medications included plavix 75mg.